Event description:
Boston scientific received information that the patient with this right ventricular lead (rv) presented to the hospital with worsening heart failure symptoms. Interrogation revealed the threshold measurements had increased significantly since the last follow up visit and was higher than the programmed rv outputs. The physician felt there was loss of capture that resulted in loss of biv synchrony which likely contributed to the worsening of the patient's condition. All other lead parameters were within normal range, however daily measurements revealed a gradual decline in r wave amplitude and pacing impedance. As the patient has an intrinsic underlying rhythm, no syncopy was experienced. The pacing outputs were reprogrammed to ensure rv capture. No further adverse patient symptoms were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.